Event description:
Reportedly, on 24-april-2026, the power indicator of the smartview monitor no longer light up. After reboots, replugging the power cord, the issue could be temporary resolved. A review of historical transmission data confirmed that follow-up communication had been functioning normally until 29-march-2026, indicating that the issue occurred after this date. The monitor was therefore replaced.

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.